Event description:
It was reported that the patient presented to the ER with several inappropriate episodes of non-sustained lead noise. It was observed that the patient had several pvcs that resulted in sensing latency on the far-field channel and causing inappropriate non-sustained lead noise episode. Reprogramming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.